Manufacturer narrative:
A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the turbohawk lxc in a moderately calcified lesion in the distal sfa. It is reported that during the procedure the physician could not withdraw the device from the sheath. The device and the wire were removed together with no patient injury. Device evaluation: the turbohawk ths-ls- c device was received for evaluation with the cutter driver, a 0.014" guidewire. The turbohawk torque shaft exhibited a severe bend in the strain relief region. The torque shaft and the noted guidewire were loaded through the hub of the guide sheath. The guide sheath was torn into three sections but two of them were connected by the ribbon coil. The guide sheath exhibited severe accordion folding (longitudinal compression) and tensile tearing and coil stretching, indicating that it had been subjected to rigorous longitudinal compression and tensile forces. The guidewire distal tip was exiting the guide sheath through one of the separations. The tip of the guidewire exhibited a remnant of the distal coil but the distal end was missing. The guidewire core did not exhibit a heat sink distal tip but it is unknown if this model would have one. The turbohawk's distal tip assembly was separated at the hinge between the housing and the adaptor collar. Both housing hinge pins were folded proximally and the adaptor collar hinge cavities were deformed on the distal end suggesting that the hinge failure was a result of straight tensile forces overwhelming both hinge points simultaneously. The proximal end of the distal tip assembly's guidewire lumen exhibited a longitudinal tear. The distal 0.5cm of the body's guidewire lumen also exhibited a longitudinal tear but the middle section of the body's guidewire lumen and the entire rotating tip's guidewire lumen were intact.